Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an informational power on reset message and that therapy had stopped due to the power on reset when they initiated a recharge session. The power on reset was not related to an overdischarge. The patient had flown and noticed the power on reset message after he got home and tried to recharge the implantable neurostimulator. The patient hadn't used stimulation for a few days, so it's not clear if the power on reset was related to going through security at the airport. With instruction, the patient successfully cleared the power on reset message. The patient was able to turn stimulation back on and stimulation felt as it usually did. Therapy was adequate for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.